Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. Battery voltage is 2.91, pre-approaching recommended replacement time (rrt). Concomitant products 4087 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the device experienced premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.